Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when the customer biomed was testing the device the paddle set failed. There was no patient involvement.